Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an unknown patient who was receiving an unknown drug via an implantable pump. When discussing pump recalls, the patient stated that the health care professional told him that they had a pump in their office fail and the unknown patient went into withdrawal. There were no further details on this allegation.